Manufacturer narrative:
Philips service attempted a reboot, but the issue remained unresolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that device failed to boot; suspected suite pc or drive issue, unresolved on a azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.